Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens failed to unfold correctly. A new lens was used to complete the case with no patient impact.

Manufacturer narrative:
Additional information provided in h.10. A qualified viscoelastic was indicated. A qualified viscoelastic was used. Updated information was provided that indicated all operating rooms have the ophthalmic surgery rooms are at lower temperature than stated (23°c). The manufacturer internal reference number is: (B)(4).

Event description:
New information received form the customer stating all operating rooms have the ophthalmic surgery rooms are at lower temperature than stated (23°c).

Manufacturer narrative:
Additional information provided in b.5., and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned in the opened blister tray in an opened carton. The lens stop is still in place. The plunger lock has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced and is shifted toward the right at the far end of the loading area. The lens loading door is forced upward at the far end of the loading area. The lens was returned inside the opened blister tray. Solution is dried on the lens. One haptic edge is scraped in the distal area. The optic edge is scraped. The optic has heavy damage nearer to the optic center. The optic is torn, gouged, scraped and cracked. The optic has additional split/cracked areas at the center and near the edge. A fold test cannot be conducted with the lens due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the complaint of "did not unfold correctly upon placement". The lens and device were returned separated. The plunger was fully advanced. The lens is heavily damaged. A fold test could not be conducted with the lens. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The root cause of the observed damage may be related to a failure to follow the dfu. The device was returned with the lens stop still in place at the lens loading door, damage to the advanced plunger, and the far end of the lens loading door appears forced upward from the interior. The evaluation of the device and the lens would suggest that the lens stop may not have been removed from the device prior to lens advancement. This would damage and incorrectly fold the lens as it was pushed forward and thus potentially shifting the plunger to the right side in the device. The dfu instructs the user to add viscoelastic, remove the lens stop and plunger lock prior to advancing the plunger. Failure to follow these steps may result in damage to the product. The manufacturer internal reference number is: (B)(4).